Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned, analyzed and no anomalies were found. (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix mechanism, there was apparent explant damage and the lead was stretched.

Event description:
It was reported from the (B)(4) post approval study (pas) study that within a week of implant there was a right atrial (ra) lead perforation. Therefore the ra lead was repositioned and remains in use. It was later reported the ra lead had dislodged and the patient also had a pneumothorax from implant. It was also reported that the implantable pulse generator (ipg) device had a possible issue with the atrial header. It was further reported that after two atrial lead revisions the physician was concerned there may be some issue with the lead or header. Therefore the ra lead was removed and replaced with a new lead and the device was removed and replaced with a new device. No further patient complications have been reported as a result of this event.

Event description:
It was reported from the (B)(4) study that within a week of implant there was a right atrial (ra) lead perforation. Therefore, the ra lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.